Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that while testing the energy out put of the device in an analyzer, the unit was not delivering the correct energy. The customer would select 200 joules and it would read as low as 164 joules. There was no patient involvement.